Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic pain-left side goes down both legs"), allergy to metals ("allergic reactions/ allergic or hypersensitivity reaction/ nickel allergy/ allergic to cheap jewelry") and genital haemorrhage ("abnormal and heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. A16628 left, 12520255 right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in 2013. The patient's past medical history included gravida I, parity 1 (date of births: (B)(6)), benign breast lump removal, polyglandular autoimmune syndrome type I (w/o comp), menarche (at age (B)(6)), breast biopsy in 2004, fibroadenoma of breast in 2004, fibrocystic breast disease in 2004, ganglion of joint, allergy to insect sting and chickenpox. Essure did not worsened a previously existing injury/condition. She denied cigarette and alcohol use. Previously administered products included for an unreported indication: sprintec from 2000 to 2013 and unknown birth control pills from 1993 to 2000. Past adverse reactions to the above products included adverse drug reaction with unknown birth control pills. Concurrent conditions included urinary tract infection, bloody stool, vomiting, phlebitis (superficial located in right leg) since (B)(6) 2016, tubal ligation since (B)(6) 2013 and latex allergy. Family history included breast cancer (mother), stroke, diabetes, hypertension (paternal grandmother), colon cancer (paternal grandfather), hypertension, cancer (maternal grandfather) and hip replacement (paternal grandmother). Concomitant products included chondroitin w/glucosamine (triflex) and fish oil. On (B)(6) 2013, the patient had essure inserted. In 2013, 3 months 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eczema and dermatitis contact, device expulsion ("migration of one of the coils to the uterus/ malposition of essure device (migrated to uterus)/ migration of right essure device to uterus"), dyspareunia ("painful intercourse/ dyspareunia"), tongue ulceration ("tongue ulcers"), alopecia ("hair loss/ hair thinning"), complication of device insertion ("failed reinsertion of right essure coils"), abdominal pain lower ("cramping in abdomen (constant in left upper quadrant abdomen pain sometimes severe)/ pain from umbilicus to hip more on left"), vulvovaginal pain ("sharp shooting pain in vagina"), back pain ("sharp shooting pain in lower back") and perineal pain ("perineal pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eczema and dermatitis contact, device expulsion ("migration of one of the coils to the uterus/ malposition of essure device (migrated to uterus)/ migration of right essure device to uterus"), dyspareunia ("painful intercourse/ dyspareunia"), tongue ulceration ("tongue ulcers"), alopecia ("hair loss/ hair thinning"), complication of device insertion ("failed reinsertion of right essure coils"), abdominal pain lower ("cramping in abdomen (constant in left upper quadrant abdomen pain sometimes severe)/ pain from umbilicus to hip more on left"), vulvovaginal pain ("sharp shooting pain in vagina"), back pain ("sharp shooting pain in lower back") and perineal pain ("perineal pain"). On (B)(6) 2014, the patient experienced mouth ulceration ("mouth ulcers/ mouth ulcer"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal pain upper ("right upper quadrant pain"), pain in extremity ("both leg pain"), arthralgia ("joints pain"), mass ("painful lump right side behind right ear"), oral disorder ("mouth lesions"), thrombosis ("superficial blood clots in legs"), breast tenderness ("breast tenderness") and ear pain ("painful right side behind right ear"). The patient was treated with surgery (left salpingectomy and removal of entire essure device, right partial salpingectomy), surgery (left salpingectomy and removal of entire essure device, right partial salpingectomy) and surgery (two tongue biopsies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, device expulsion, fatigue, complication of device insertion, back pain, abdominal pain upper, arthralgia, mass, oral disorder, thrombosis, breast tenderness and ear pain outcome was unknown and the mouth ulceration, dyspareunia, abdominal pain, tongue ulceration, alopecia, abdominal pain lower, vulvovaginal pain, perineal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, breast tenderness, complication of device insertion, device expulsion, dyspareunia, ear pain, fatigue, genital haemorrhage, mass, mouth ulceration, oral disorder, pain in extremity, pelvic pain, perineal pain, thrombosis, tongue ulceration and vulvovaginal pain to be related to essure. The reporter commented: she underwent a tubal ligation due to the migration of one of the coils to the uterus. She had no complications or problems that occurred at the time of her essure placement procedure. The physician showed the x-ray of the left essure in place and right essure in uterus, she said the right needs to be removed and to try to insert a new one. Essure was removed on (B)(6) 2013 and (B)(6) 2017. She did not retain the essure or any portion of it. She was not advised of any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Essure confirmation test on (B)(6) 2013, she underwent hysterosalpingogram (hsg) which showed unilateral occlusion (left tube occluded), malposition of essure device, migration of essure device, migration of right essure in uterus. The physician showed the x-ray of the left essure in place and right essure in uterus. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Pregnancy test on (B)(6) 2013 was negative. Hysterosalpingogram on (B)(6) 2013, impression: the right essure coil appears to be within the uterus. The right fallopian tube a was noted with free intraperitoneal spillage. The left essure coil appears to be in the proper position with no evidence of free intraperitoneal spillage. Pathology reports on (B)(6) 2014, clinical information-left ventral surface of tongue, soft tissue. Red/ white lesion with healing ulcer consistent with lichen planus vs an allergic reaction. Pathology report on (B)(6) 2015, final diagnosis-left lateral border of tongue. Contiguous ulceration. Lichenoid mucositis with atypia on previous biopsy. Tongue, left lateral border, biopsies - ulcerated lichenoid mucositis and keratosis with mild atypia. No squamous dysplasia or carcinoma seen. Comment: while the findings may represent lichen planus, the inflammatory infiltrate was deeper than typically seen with lichen planus, and several eosinophils are identified, more suggestive of an allergic process. The differential diagnosis for the findings would thus include lichenoid contact mucositis secondary to dental restorative material or artificial cinnamon flavoring, as well as an allergic response to a local irritant or drug (topical or systemic). Clinical correlation was required. While there was atypia in the squamous mucosa, this was favored to be reactive rather than dysplastic. If the lesion, however, persists after the inflammatory process has subsided, then re-biopsy should be considered. Sonogram right lower leg on (B)(6) 2016, diagnosis-pain in right lower leg. Pelvic ultrasound on (B)(6) 2016, result: unsure if small piece of essure still in right cornua but left essure was in correct location. Gyn report (B)(6) 2016, uterus anteverted / left essure coil visualized / right essure coil not visualized, occasional suggestion of a small piece while scanning but more likely this was bowel echogenicity. Surgical pathology reports on (B)(6) 2017, diagnosis. Fallopian tube, right - benign fallopian tube. No pathologic diagnosis. Fallopian tube, left - benign fallopian tube with focal luminal obliteration with giant cell reaction. Medical surgical hardware (essure). Melisa test on (B)(6) 2017, positive for vanadium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jan-2018: significant correction done on 16-jan-2018, following company internal review. The event painful lump right side behind right ear was splited & recoded to meddra llt pain ear (painful right side behind right ear) & mass (lump right side behind right ear) as they cannot be captured as one concept in meddra.¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic pain-left side goes down both legs"), allergy to metals ("allergic reactions/ allergic or hypersensitivity reaction/ nickel allergy/ allergic to cheap jewelry") and genital haemorrhage ("abnormal and heavy bleeding") in a 42-year-old female patient who had essure (batch no. 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in 2013. The patient's past medical history included gravida I, parity 1 (date of births: (B)(6) 1991), benign breast lump removal, polyglandular autoimmune syndrome type I (w/o comp), menarche (at age 13), breast biopsy in 2004, fibroadenoma of breast in 2004, fibrocystic breast disease in 2004, ganglion of joint, allergy to insect sting and chickenpox. Essure did not worsened a previously existing injury/condition. She denied cigarette and alcohol use. Previously administered products included for an unreported indication: sprintec from 2000 to 2013 and unknown birth control pills from 1993 to 2000. Past adverse reactions to the above products included adverse drug reaction with unknown birth control pills. Concurrent conditions included urinary tract infection, bloody stool, vomiting, phlebitis (superficial located in right leg) since (B)(6) 2016, tubal ligation since (B)(6) 2013, latex allergy and shoulder pain since (B)(6) 2011. Family history included breast cancer (mother), stroke, diabetes, hypertension (paternal grandmother), colon cancer (paternal grandfather), hypertension, cancer (maternal grandfather) and hip replacement (paternal grandmother). Concomitant products included chondroitin w/glucosamine (triflex) and fish oil. On (B)(6) 2013, the patient had essure inserted. In 2013, 3 months 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eczema and dermatitis contact, device expulsion ("migration of one of the coils to the uterus/ malposition of essure device (migrated to uterus)/ migration of right essure device to uterus"), dyspareunia ("painful intercourse/ dyspareunia"), tongue ulceration ("tongue ulcers"), alopecia ("hair loss/ hair thinning"), abdominal pain lower ("cramping in abdomen (constant in left upper quadrant abdomen pain sometimes severe)/ pain from umbilicus to hip more on left"), vulvovaginal pain ("sharp shooting pain in vagina"), back pain ("sharp shooting pain in lower back") and perineal pain ("perineal pain"). In 2013, the patient experienced complication of device insertion ("failed reinsertion of right essure coils"). On (B)(6) 2014, the patient experienced mouth ulceration ("mouth ulcers/ mouth ulcer"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal pain upper ("right upper quadrant pain"), pain in extremity ("both leg pain"), arthralgia ("joints pain"), mass ("painful lump right side behind right ear"), oral disorder ("mouth lesions"), thrombosis ("superficial blood clots in legs"), breast tenderness ("breast tenderness") and ear pain ("painful right side behind right ear"). The patient was treated with surgery (left salpingectomy and removal of entire essure device, right partial salpingectomy) and surgery (two tongue biopsies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, device expulsion, fatigue, complication of device insertion, back pain, abdominal pain upper, arthralgia, mass, oral disorder, thrombosis, breast tenderness and ear pain outcome was unknown and the mouth ulceration, dyspareunia, abdominal pain, tongue ulceration, alopecia, abdominal pain lower, vulvovaginal pain, perineal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, breast tenderness, complication of device insertion, device expulsion, dyspareunia, ear pain, fatigue, genital haemorrhage, mass, mouth ulceration, oral disorder, pain in extremity, pelvic pain, perineal pain, thrombosis, tongue ulceration and vulvovaginal pain to be related to essure. The reporter commented: she underwent a tubal ligation due to the migration of one of the coils to the uterus. She had no complications or problems that occurred at the time of her essure placement procedure. The physician showed the x-ray of the left essure in place and right essure in uterus, she said the right needs to be removed and to try to insert a new one. Essure was removed on (B)(6) 2013 and (B)(6) 2017. She did not retain the essure or any portion of it. She was not advised of any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Essure confirmation test on (B)(6) 2013, she underwent hysterosalpingogram (hsg) which showed unilateral occlusion (left tube occluded), malposition of essure device, migration of essure device, migration of right essure in uterus. The physician showed the x-ray of the left essure in place and right essure in uterus. Current weight as of (B)(6) 2018: 162 lbs. Approximate weight at the time of essure placement: 174lbs. Pregnancy test on (B)(6) 2013 was negative. Hysterosalpingogram on (B)(6) 2013, impression: the right essure coil appears to be within the uterus. The right fallopian tube a was noted with free intraperitoneal spillage. The left essure coil appears to be in the proper position with no evidence of free intraperitoneal spillage. Pathology reports on (B)(6) 2014, clinical information-left ventral surface of tongue, soft tissue. Red/ white lesion with healing ulcer consistent with lichen planus vs an allergic reaction. Pathology report on (B)(6) 2015, final diagnosis-left lateral border of tongue. Contiguous ulcerat ion. Lichenoid mucositis with atypia on previous biopsy. Tongue, left lateral border, biopsies - ulcerated lichenoid mucositis and keratosis with mild atypia. No squamous dysplasia or carcinoma seen. Comment: while the findings may represent lichen planus, the inflammatory infiltrate was deeper than typically seen with lichen planus, and several eosinophils are identified, more suggestive of an allergic process. The differential diagnosis for the findings would thus include lichenoid contact mucositis secondary to dental restorative material or artificial cinnamon flavoring, as well as an allergic response to a local irritant or drug (topical or systemic). Clinical correlation was required. While there was atypia in the squamous mucosa, this was favored to be reactive rather than dysplastic. If the lesion, however, persists after the inflammatory process has subsided, then re-biopsy should be considered. Sonogram right lower leg on (B)(6) 2016, diagnosis-pain in right lower leg. Pelvic ultrasound on (B)(6) 2016, result: unsure if small piece of essure still in right cornua but left essure was in correct location. Gyn report (B)(6) 2016, uterus anteverted / left essure coil visualized / right essure coil not visualized, occasional suggestion of a small piece while scanning but more likely this was bowel echogenicity. Surgical pathology reports on (B)(6) 2017, diagnosis a. Fallopian tube, right - benign fallopian tube. No pathologic diagnosis. B. Fallopian tube, left - benign fallopian tube with focal luminal obliteration with giant cell reaction. Medical surgical hardware (essure). Melisa test on (B)(6) 2017, positive for vanadium. Lot number a16628 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and clinically significant/intervention required) with rash, genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of one of the coils to the uterus"), mouth ulceration ("mouth ulcers"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient will be treated with surgery (she will undergo a surgical removal of the device in uterus). At the time of the report, the hypersensitivity, genital haemorrhage, device expulsion, mouth ulceration, pelvic pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered hypersensitivity, genital haemorrhage, device expulsion, mouth ulceration, pelvic pain, dyspareunia and abdominal pain to be related to essure. The reporter commented: she underwent a tubal ligation due to the migration of one of the coils to the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction and abnormal and heavy bleeding, both the events are serious due to medical importance; in addition, allergic reaction will require a surgical removal of the devices. All events are anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, the plaintiff reported that essure will be removed due to allergic reactions. It is known that all patients should be counseled on the materials contained in the micro-insert prior to the essure procedure, taking into account this event's nature, causality with the suspected insert cannot be excluded. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between abnormal and heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic pain-left side goes down both legs"), allergy to metals ("allergic reactions/ allergic or hypersensitivity reaction/ nickel allergy/ allergic to cheap jewelry") and genital haemorrhage ("abnormal and heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. A16628 (left); 12520255 (right)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" in 2013. The patient's past medical history included gravida I, parity 1 (date of births: (B)(6)), benign breast lump removal, polyglandular autoimmune syndrome type I (w/o comp), menarche (at age (B)(6)), breast biopsy in 2004, fibroadenoma of breast in 2004, fibrocystic breast disease in 2004, ganglion of joint, allergy to insect sting and chickenpox. Essure did not worsened a previously existing injury/condition. She denied cigarette and alcohol use. Previously administered products included for an unreported indication: sprintec from 2000 to 2013 and unknown birth control pills from 1993 to 2000. Past adverse reactions to the above products included adverse drug reaction with unknown birth control pills. Concurrent conditions included urinary tract infection, bloody stool, vomiting, phlebitis (superficial located in right leg) since (B)(6) 2016, tubal ligation since (B)(6) 2013 and latex allergy. Family history included breast cancer (mother), stroke, diabetes, hypertension (paternal grandmother), colon cancer (paternal grandfather), hypertension, cancer (maternal grandfather) and hip replacement (paternal grandmother). Concomitant products included chondroitin w/glucosamine (triflex) and fish oil. On (B)(6) 2013, the patient had essure inserted. In 2013, 3 months 24 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required) with rash, eczema and dermatitis contact, device expulsion ("migration of one of the coils to the uterus/ malposition of essure device (migrated to uterus)/ migration of right essure device to uterus"), dyspareunia ("painful intercourse/ dyspareunia"), tongue ulceration ("tongue ulcers"), alopecia ("hair loss/ hair thinning"), complication of device insertion ("failed reinsertion of right essure coils"), abdominal pain lower ("cramping in abdomen (constant in left upper quadrant abdomen pain sometimes severe)/ pain from umbilicus to hip more on left"), vulvovaginal pain ("sharp shooting pain in vagina"), back pain ("sharp shooting pain in lower back") and perineal pain ("perineal pain").on (B)(6) 2014, the patient experienced mouth ulceration ("mouth ulcers/ mouth ulcer"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal pain upper ("right upper quadrant pain"), pain in extremity ("both leg pain"), arthralgia ("joints pain"), mass ("painful lump right side behind right ear"), oral disorder ("mouth lesions"), thrombosis ("superficial blood clots in legs") and breast tenderness ("breast tenderness"). The patient was treated with surgery (left salpingectomy and removal of entire essure device, right partial salpingectomy), and surgery (two tongue biopsies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, device expulsion, fatigue, complication of device insertion, back pain, abdominal pain upper, arthralgia, mass, oral disorder, thrombosis and breast tenderness outcome was unknown and the mouth ulceration, dyspareunia, abdominal pain, tongue ulceration, alopecia, abdominal pain lower, vulvovaginal pain, perineal pain and pain in extremity had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, breast tenderness, complication of device insertion, device expulsion, dyspareunia, fatigue, genital haemorrhage, mass, mouth ulceration, oral disorder, pain in extremity, pelvic pain, perineal pain, thrombosis, tongue ulceration and vulvovaginal pain to be related to essure. The reporter commented: she underwent a tubal ligation due to the migration of one of the coils to the uterus. She had no complications or problems that occurred at the time of her essure placement procedure. The physician showed the x-ray of the left essure in place and right essure in uterus, she said the right needs to be removed and to try to insert a new one. Essure was removed on (B)(6) 2013 and (B)(6) 2017. She did not retain the essure or any portion of it. She was not advised of any complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Essure confirmation test on (B)(6) 2013, she underwent hysterosalpingogram (hsg) which showed unilateral occlusion (left tube occluded), malposition of essure device, migration of essure device, migration of right essure in uterus. The physician showed the x-ray of the left essure in place and right essure in uterus. Current weight as of (B)(6) 2018: (B)(6) lbs, approximate weight at the time of essure placement: (B)(6) lbs. Pregnancy test on (B)(6) 2013 was negative. Hysterosalpingogram on (B)(6) 2013, impression: the right essure coil appears to be within the uterus. The right fallopian tube a was noted with free intraperitoneal spillage. The left essure coil appears to be in the proper position with no evidence of free intraperitoneal spillage. Pathology reports on (B)(6) 2014, clinical information - left ventral surface of tongue, soft tissue. Red/ white lesion with healing ulcer consistent with lichen planus vs an allergic reaction. Pathology report on (B)(6) 2015, final diagnosis - left lateral border of tongue. Contiguous ulceration. Lichenoid mucositis with atypia on previous biopsy. Tongue, left lateral border, biopsies - ulcerated lichenoid mucositis and keratosis with mild atypia. No squamous dysplasia or carcinoma seen. Comment: while the findings may represent lichen planus, the inflammatory infiltrate was deeper than typically seen with lichen planus, and several eosinophils are identified, more suggestive of an allergic process. The differential diagnosis for the findings would thus include lichenoid contact mucositis secondary to dental restorative material or artificial cinnamon flavoring, as well as an allergic response to a local irritant or drug (topical or systemic). Clinical correlation was required. While there was atypia in the squamous mucosa, this was favored to be reactive rather than dysplastic. If the lesion, however, persists after the inflammatory process has subsided, then re-biopsy should be considered. Sonogram right lower leg on (B)(6) 2016, diagnosis-pain in right lower leg. Pelvic ultrasound on (B)(6) 2016, result: unsure if small piece of essure still in right cornua but left essure was in correct location. Gyn report (B)(6) 2016, uterus anteverted / left essure coil visualized / right essure coil not visualized, occasional suggestion of a small piece while scanning but more likely this was bowel echogenicity. Surgical pathology reports on (B)(6) 2017, diagnosis: fallopian tube, right - benign fallopian tube. No pathologic diagnosis. Fallopian tube, left - benign fallopian tube with focal luminal obliteration with giant cell reaction. Medical surgical hardware (essure). Melisa test on (B)(6) 2017, positive for vanadium. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 08-jan-2018: plaintiff fact sheet and medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure lot number a16628 (left); 12520255 (right), indication female sterilization and stop date (B)(6) 2017 was added. Essure start date updated from (B)(6) 2013. Events allergic or hypersensitivity reaction/ nickel allergy/ allergic to cheap jewelry, weird skin rashes (that come and go, never had before essure) rashes on arms, various parts of body, malposition of essure device (migrated to uterus)/ migration of right essure device to uterus, dyspareunia, pain/ pelvic pain-left side goes down both legs, mouth ulcer were clubbed with previously reported events. Events tongue ulcers, failure to occlude fallopian tubes, fatigue, hair loss/ hair thinning, failed reinsertion of right essure coils, cramping in abdomen (constant in left upper quadrant abdomen pain sometimes severe)/ pain from um. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed, spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced allergic reaction and abnormal and heavy bleeding, both the events are serious due to medical importance; in addition, allergic reaction will require a surgical removal of the devices. All events are anticipated in the reference safety information for essure. Other non-serious events were also reported. In this particular case, the plaintiff reported that essure will be removed due to allergic reactions. It is known that all patients should be counseled on the materials contained in the micro-insert prior to the essure procedure, taking into account this event's nature, causality with the suspected insert cannot be excluded. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between abnormal and heavy bleeding and suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.